Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Reportedly, customer smelled insulin closer to the cartridge. The customer's blood glucose level was impacted; however, customer managed blood glucose level using long acting injection.

Manufacturer narrative:
The device is available for evaluation; however, the device has not been received. A follow up report will be submitted if the device is received.